Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis. A replacement surgery is planned but has not been scheduled. There were no patient complications reported.